Event description:
It was reported an occlusion alarm occurred, resulting in blood glucose reading as ¿high¿ with specific value unknown and no actions initially taken by customer to address high level. No information was received regarding any adverse impact beyond elevated blood glucose reading. Customer resolved occlusion by changing infusion set and cartridge, resuming insulin delivery.